Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was kinked. The following information was received by the initial reporter with the following verbatim it was reported by customer that they had a primary IV set that a kink in it when taken out of the package.